Manufacturer narrative:
The handpiece was received at the MFR for evaluation, but based on the investigation details the reported condition of the device leaking could not be duplicated. A possible failure to have caused what the customer experienced may be due to incorrect cleaning practices; however, this cannot be confirmed. Service will complete any necessary maintenance and repairs.

Event description:
It was reported that there was a brown liquid leaking out of the handpiece in central sterile processing. There was no pt involvement. There were no adverse consequences reported as a result of this event.